Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother reported blank screen and constant tone on the insulin pump. Customer's blood glucose level was 10.9 mmol/l. Customer advised that they replaced the device with a new battery and the same issue is occurring. Troubleshooting for the constant tone was performed. Customer advised the alarm stopped and the screen went blank. Customer was advised to wait 2 hours and then reinsert a new battery. Customer was advised to call back if further assistance is needed.

Manufacturer narrative:
After battery installation insulin pump gave an unexpected blank display with white flashing lcd followed by an unexpected intermittent beep alarm due to cracked lcd controller. We were unable to perform functional testing including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. The insulin pump had minor scratches on lcd window and scratches on case at keypad overlay.